Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Updated: b4, g4, h6. Corrected: b7.

Manufacturer narrative:
UDI number: (B)(4). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. It is typically not related to product malfunction. The root cause of this event cannot be conclusively determined with the available information; however, this adverse event was likely exacerbated by the progression of the patient's underlying valvular disease pathology with or without svd and/or n-svd. The root cause has been determined to be due to procedural-related factors related to the initial valve implant procedure. The subject device is was not returned for evaluation as it had been discarded at the facility, therefore the complaint cannot be confirmed; however, the clinical observation was able to be confirmed through review of received medical records. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a patient with a 21mm 3300tfx pericardial aortic valve had undergone a valve replacement procedure after an implant duration of four (4) years due to patient-prosthesis mismatch and severe, symptomatic aortic stenosis. Some calcification was observed on and underneath all 3 leaflets with a large ring of pannus ingrowth under the valve. The explanted valve was replaced with a 25mm 11500a pericardial valve. Tee demonstrated a well-seated and well-functioning valve with no leak. The patient was transferred to the cardiac surgical ICU in stable condition. The patient was discharged on pod #7 in stable condition with home health.